Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a vats wedge resection procedure the device staple line was incomplete. I-beam went up forward as the surgeon squeezed the trigger but stapling failed at distal part. They used another cartridge to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats wedge resection procedure the device staple line was incomplete. I-beam went up forward as the surgeon squeezed the trigger but stapling failed at distal part. They used another cartridge to complete the procedure. The current status of the patient is stable.